Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified distal right coronary artery. After ablation was performed using a 1.5mm rotablator burr, dilation was done three times using an unspecified high pressure balloon catheter. Then a 24mm x 3.00mm promus premier¿ stent was advanced but failed to cross the lesion. Dilation was again performed two times using the same high pressure balloon catheter. The 24mm x 3.00mm promus premier¿ stent was attempted to cross the lesion but again failed due to severe tortuousity and calcification of the lesion. When the device was removed from the patient, it was found that the stent strut was lifted. Another unspecified stent was attempted to cross the lesion but was unsuccessful. The procedure was completed by performing a plain old balloon angioplasty (poba) only. No patient complications were reported and patient status is good.